Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 223 mg/dl. Customer stated that last month her blood glucose was over 600 mg/dl. Customer stated that she was nauseated and treated with syringe. It was found in the alarm history the insulin pump alarmed no delivery. Troubleshooting was not completed due to customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.